Event description:
Information was received indicating that a smiths medical pump alarmed with a check clutch error, plunger lever alarm and these occurred when trying to do the occlusion test. There were no adverse events reported.